Event description:
A percutaneous coronary intervention (pci) was performed for a 90% stenosed, moderately tortuous lesion in the left circumflex (lcx) artery. Two stents were implanted one in the left circumflex artery (lcx) and the other in the left anterior descending (lad) to left main coronary artery (lmca). An intravascular imaging (ivus) catheter was used to image stent placement. During withdrawal of the ivus catheter the physician encountered resistance; the catheter was stuck in the stent implanted in the lcx. The catheter was pushed and then pulled, allowing removal of the catheter. Upon examination of the catheter once outside the patient it was noticed that the guidewire exit port was damaged ("flared"). Kissing balloon technique was performed and the case completed with another ivus.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issue or discrepancies were found. No similar complaints by event description were found in the same lot. During investigation, fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. A kink was observed in the sheath assembly and the guidewire exit port was lifted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, a good square image appeared in the system and the product performed within specification. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the catheter complaint has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
A percutaneous coronary intervention (pci) was performed for a 90% stenosed, moderately tortuous lesion in the left circumflex (lcx) artery. Two stents were implanted one in the left circumflex artery (lcx) and the other in the left anterior descending (lad) to left main coronary artery (lmca). An intravascular imaging (ivus) catheter was used to image stent placement. During withdrawal of the ivus catheter the physician encountered resistance; the catheter was stuck in the stent implanted in the lcx. The catheter was pushed and then pulled, allowing removal of the catheter. Upon examination of the catheter once outside the patient, it was noticed that the guidewire exit port was damaged (¿flared¿). Kissing balloon technique was performed and the case completed with another ivus.

Manufacturer narrative:
(B) (4) new code request has been submitted for stuck in stent.